Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found an external insulation abrasion caused by friction to the device can noted at 19.8 cm to 20.0 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.